Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of charged coupled device, light guide bundle was chipped. A review of the device history record- DHR found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality was caused by the charged coupled device component failure without any design or manufacturing. The light guide bundle chipping was caused by a component failure of distal end of the video telescope. The cause of failure of distal end of the video telescope could not be determined. The most likely cause is that physical impacts and similar damage caused additional scratches. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid video scope had poor image quality with false color. The issue was found during setting up the device. There were no reports of patient harm.

Manufacturer narrative:
E1 - full facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.